Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringeno product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line. Customer's blood glucose level was 290 mg/dl. Reportedly, the customer did not perform the air removal process. The customer was able to successfully load a new cartridge to address the issue.